Manufacturer narrative:
(B) (4): the part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. The part number of the screws implanted in the patient are part # 876-814 and #876-714. The screw was not returned for eval; the device remains implanted. Imaging films were not provided. A review of the device history records is not possible without add'l device info.

Event description:
It was reported that the patient underwent a cervical discectomy and fusion at c3/c4. Approx five years post-op, the pt was seen for follow up. X-rays revealed that one of the anterior transcortical screws was fractured. However, no treatment is required at this time.